Manufacturer narrative:
N/a

Event description:
The following has been reported: nurse reported : distal luer lock of the tubing fell off while priming the tubing. Tubing was not connected to patient. Patient injury: no medical intervention required: no stopped active infusion: no type: connection problems occurred: during priming on primary line drug used: saline action taken: new set up. A preliminary review of the logs identified the following issue: administration set breaks (any part). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
No sample or picture were available for analysis. Without the proper sample or picture evaluation is not possible to determine the probable root cause of the reported failure. The customer complaint cannot be confirmed. The most probable root cause of the reported incident is related to the operator who not perform the joining operation correctly, which resulted in the separation. The current process controls detection include 1) post sterilization sampling final inspection, 2) the first piece inspection will be performed to the first final assembled kit manufactured per shift. This kit will be submitted to visual inspection as per the classification of defects included in this specification and as per the applicable drawing, 3) 100% visual inspection related to separated components during the manufacturing process and final physical inspections. The batch record fa24j03145 was reviewed. No exceptions were generated that could classify as a possible root cause of this defect. The finished good lot has passed all sampling acceptance criteria for all tests performed including in-process testing and product testing.